Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer had not been performing air removal step and also changing humalog insulin every 5-6 days. Customer was educated on proper load steps and instructed to change humalog insulin every 48hrs. The customer continued to use the existing cartridge. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge. Novolog and humalog are compatible with the system for use up to 72 hours (3 days). H3 other text : device not returned.